Event description:
New information provided indicated that the device was explanted and replaced due to extended charge times. Patient was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited extended charge time. It was speculated that charge time limit reached error displayed prior to device implant and was never cleared. The situation remains unresolved. No further information is available at this time.